Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated erroneously elevated troponin (accutni) results above the acute myocardial infarction threshold on one patient's sample. The result was not reported out of the laboratory. Repeat testing produced a result within the normal reference range. There was no death, injury, or change to patient treatment associated with this incident. A field service engineer (fse) was dispatched and discovered o-rings on the mixers were worn flat and were causing the rvs (reaction vessels) to wobble during mixing. The fse replaced the mixer assemblies. The fse also performed preventive maintenance and instrument performance verification. The worn mixer o-rings were the cause of the event. Related events over the period between (B)(6) 2012 at the customer's site are documented in the below listed reports: 2122870-2012-01088, 2122870-2012-01089, 2122870-2012-01090, 2122870-2012-01091, 2122870-2012-01092, 2122870-2012-01093, 2122870-2012-01101, 2122870-2012-01102.

Manufacturer narrative:
The sample was collected in a 12x75mm bd lithium heparin plasma tube with a gel separator, and was centrifuged for 5 minutes at 3600 rpm in a statspin centrifuge at room temperature. The customer stated that the sample was normal in appearance and the sample was aliquoted and re-centrifuged prior to re-analysis. Bec complaint investigator (ci) reviewed both levels of the customer supplied accutni qc charts dated from (B)(6) 2012. All qc values were within 1-2 sd of the established means prior to and after the event. The ci also reviewed the customer supplied accutni calibration curves performed on (B)(6) 2012. The calibration curves passed and had acceptable rlus (relative light units) and %cvs compared to in-house data. The customer supplied routine system checks which were performed on (B)(6) 2012. All of the system checks passed within instrument specifications.